Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm. Model#: sc-4318, lot#: 20367842, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg, leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the pocket site. It was also noted that the patient was experiencing discomfort at the pocket site. It was believed that the infection was not device related and cause of infection was unknown. The patient was placed on antibiotics and underwent and explant procedure.